Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: pxl161407/7298619, pxl161407/7255517, pxc181200/7363031.

Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography angiogram revealed a type ii endoleak originating from an unk source. Aneurysm growth was noted but the amount of growth is unk. On (B)(6) 2012, the pt underwent a computed tomography guided embolization to treat the type ii endoleak. The endoleak was resolved and the pt tolerated the procedure.